Event description:
The facility representative reported a colleague infusion pump with a damaged batteries. Upon review of the event history log, a battery depleted set alarm was found to have interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this device. This device is a colleague infusion pump with user interface module version 6.13.92. No additional information is available. On (B)(6) 2011, the baxter field service technician serviced a colleague device, product code 2m8161, sn (B)(4), for damaged batteries. The process step was unknown and no patient injury is reported. Any report of patient involvement is unknown. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. Incident date: unknown. Alert date: unknown (B)(6) 2011. (B)(4) notification date: (B)(6) 2011.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of damaged batteries was confirmed. The assignable cause was depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).